Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a loss of therapy and stimulation. The patient was reprogrammed by a manufacturer representative 6 weeks prior to the report at their doctor¿s office because their therapy wasn¿t working. The patient lost relief a couple of weeks prior to the reprogramming. The patient had left side weakness and was feeling sick. Prior to the reprogramming the patient had groups a, b, and c. After the reprogramming the patient also had a group d. Group d made them feel better at the time but then they lost relief again. The patient could not recall when they lost relief. The patient had a chronic migraine which was causing them to have seizures. The patient tried to access group a, b, and c but they were no longer available to the patient. The patient didn¿t know how to access the different programs. The patient saw their doctor and was re-educated on their different programs. The lack of therapeutic effect for migraines had been resolved at the time of the report.